Event description:
A physician reported that, he has noticed polychromatic sheen on 3 lenses. The physician also stated that, there was no visual complaints from the patients. The doctor feels that it is on the lens not inherent to the lens material itself as he could see some variability of degree of polychromia focally in different areas. He also added that he has seen it in different model of lenses. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(4).